Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse tested the system, but could not get the system to re-induce the fault. The fse swapped out the e-200 for customer satisfaction. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The the e-200 was analyzed and the complaint was confirmed, but not replicated. In the system logs, errors 25954 and 25914 were identified, aligning with the reported issue and confirming that the fault occurred in the field. Error 25954 (error_esu_pgc_invalid_request) was identified with a p node of 4107 along with error 25914 (info_esu_function_not_support) in the field system log review. No external damage was observed related to the reported event upon visual inspection. The unit passed all required tests. As a result of these findings, failure analysis was able to conclude that no root cause could be attributed to the reported issue. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer was not getting power when using the vessel sealer. The caller reported they tried to separate vessel sealers with no change. The caller stated they also tried both ports. There were no issues with monopolar or bipolar instruments. The technical support engineer (tse) recommended power cycling the system to see if the vessel sealer would fire. The customer was undocking at the time of the call ending. The procedure was completed as planned with no reported injury.